Event description:
A patient reported inaccurate readings with the patient's ot meter that are ranging from day to day for the past 4 days. Patient reported a change in the patient's insulin dosage. Patient stated that the patient has had physical harm, because of the infrequency in the high and low readings. No further information available.